Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen bezel separated during the night, exposing internal components of the device; the problem involved the display component and aligned with a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem associated with the display assembly consistent with a bonding failure of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.